Event description:
Customer was hospitalized due to low blood glucose levels. Troubleshooting was performed. Suggested customer call md to discuss possible causes of low bg. Advised to monitor and call if further assistance is needed.